Event description:
Complainant alleged that while transporting a (B)(6)-year-old, male patient the device was placed on the ground while moving the patient from a helicopter to an ambulance. The device rebooted power inappropriately and powered back on without display. The device was then re-powered and powered up appropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.